Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed an increase in shock impedance when the rv coil was used in the programmed configuration. The patient was fitted with a life vest until a revision could be performed. It was reported that there was a significant amount of scar tissue fibrosed around the shocking coil. Subsequently a revision procedure was performed where the lead was surgically abandoned and replaced. There were no additional adverse patient effects.